Event description:
On (B)(6)2009 - laparoscopic adjustable gastric banding procedure done. On (B)(6)2010 - lap-band reservoir wound dehiscence. Lap-band reservoir revision performed. Item involved in a recall of counterfeit surgical mesh.